Manufacturer narrative:
Due to character limitations in e1 event site name- the (B)(6) hospital a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by medical engineer that during a routine check of the cardiosave intra-aortic balloon pump (iabp), the upper display monitor appeared green when the unit was powered on. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) could not reproduced the reported failure, replaced assy, display top lcd rohs ((B)(4)) and pcba upper display monitor ((B)(4)) as preventative maintenance. All functional and safety tests been performed to meet factory specifications.

Event description:
N/a.